Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with tvh, bso, anterior colporrhaphy and cystoscopy due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation and recurrence. (B)(4).

Manufacturer narrative:
(B)(4) - mesh exposure. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and urethral hypermobility. It was reported that following insertion the patient experienced vaginal scarring. It was reported that the patient underwent mesh revision/trim on (B)(6) 2011 due to mesh erosion, mesh exposure & dyspareunia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh removal of remaining vaginal mesh bilaterally, repair of anterior vaginal wall and cystoscopy on (B)(6) 2014 for vaginal mesh exposure, history of partial mesh removal, pelvic pain and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.